Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, optic was not completely torn, but scratches were visible under the microscope. Lens was explanted in a secondary procedure.

Manufacturer narrative:
Correction information was provided in h.6. FDA product codes (a0415) has been updated to a0502. Additional information was provided in d.9.,h.3., h.6. And h.11. The iol was returned for analysis and the reported complaint was observed. The iol was returned adhered to surgical gauze. Viscoelastic is observed on both sides of the iol. One haptic is torn/partially adhered. The optic is scratch/marked rejectable. No device returned. We are unable to determine the root cause for the reported complaint "optic was not completely torn but scratches were visible ". Only the iol was returned for analysis. The device was not returned. As a result, we are unable to conduct a comprehensive investigation to determine the root cause of the reported complaint. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information and lack of autonome device, we are unable to verify if the product contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).